Event description:
Further reported was "rare large cd30 positive cells compatible with alcl;" (alk- not reported) and "fibrous breast capsule including chronic inflammation".

Manufacturer narrative:
Healthcare professionals who may be able to provide further information: (B)(6). (B)(6). H.6: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
The events of lymphoma and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "tested positive for alcl". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported left side "diagnosis of alcl" and "fluid." Device remains implanted.